Event description:
It was reported that the pt experienced facial paralysis and is currently being treated with steroids. Advanced bionics is in the process of gathering further information. Once more information is received a supplemental report will be submitted.